Event description:
The hospital staff administered a 360 joule shock to a patient. Following the shock, the ECG trace allegedly disappeared from the monitor display. The patient's heart rate continued to be displayed properly and the printer continued to print the patient's ECG properly. The operator cycled device power and proper operation was restored. There were no adverse affects to the patient reported as a result of the alleged malfunction.